Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The act and b buttons on the insulin pump aren't responding. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.